Event description:
Initial info was received from a consumer on (B)(4) 2011: a (B)(6) female with unk medical history initiated her first injections of poly-l-lactic acid (sculptra aesthetic) on (B)(6) 2010 and a second round on (B)(6) 2011 (dosage and indication not specified) into her cheeks. She had no problems after the injections until (B)(6) 2011 when she started noticing "irregular-shaped, painless lumps" in her skin. They kept getting worse and continued to grow for next several months. Finally she went to doctor on (B)(6) 2011. He injected some of the lumps with triamcinolone (kenalog) and responded well for a short time and the lumps shrunk; however, they grew back. In (B)(6) 2011, the physician prescribed methylprednisolone (medrol dosepak), but it did not help. She received more triamcinolone injections and they seem to help the most. She was also given a round of clarithromycin (biaxin), but it made everything worse. She had more lumps than before. She estimated that she had 30 some lumps on her face, with the left side of her face being the worse. Most were skin colored, but one or two are large and purplish, red in color. Almost like there were "broken blood vessels" on it or like an acne breakout. She felt that the lumps were spreading. One of the lumps has grown to at least an inch in length and was spreading into her lip so that her bottom lip was "distorted." She used to have perfect complexion, but now her face was disfigured. She stated that she was scared. In addition, the consumer was having pain on side of neck near trachea. She felt that all the attempts at helping her were not working and that she would have permanent "disfigurement." This made her anxiety level very high and sometimes she felt like she could not breathe. At the time of the report, it was unk if the events were ongoing. Concomitant medications were not provided. No further relevant info reported.